Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and a scratched lens. Functional testing was able to duplicate the reported battery compartment issue. It was determined that the battery compartment was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the issue of the device is unknown. There was unknown patient involvement.